Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device locked on the vein before it was fired. The surgeon was unable to release the handle but the device was removed with no patient consequence. Another device was used to complete the case.